Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with elecsys total psa immunoassay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with a psa value of 3.31 ng/ml. The sample was re-dispensed and then repeated, resulting with a value of 0.661 ng/ml. The re-dispensed sample was repeated, resulting with a value of 0.657 ng/ml. The original sample container was repeated twice, resulting with values of 0.707 ng/ml and 0.697 ng/ml. The sample was repeated on a second analyzer, resulting with a value around 0.6 to 0.7 ng/ml. No adverse events were alleged to have occurred with the patient.